Event description:
On (B)(6) 2013 the reporter contacted animas to report a priming issue with the pump; the patient did not provide further information about the issue. The technical service representative contacted the patient to obtain information and to troubleshoot the pump; however was unable to reach him by telephone. The issue was not resolved. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported.